Event description:
It was reported the strand fractured as the surgeon was zipping grady into tunnel. The surgeon had to tie the tendon to another implant strand, leading to a surgical delay for an unknown duration. There were no reported impact or consequence to the patient. The case was completed without any adverse outcomes to the patient.

Manufacturer narrative:
(B)(4). The following sections could not be completed because the lot information could be: d4 - lot number - 0002694829, d4 - expiration date - 28 nov 2029, d4 ¿ UDI # - (B)(4), h4 - manufacture date ¿ 28 nov 2024. Or the lot information could be: d4 - lot number - 0002672154, d4 - expiration date - 10 sep 2029, d4 ¿ UDI # - (B)(4), h4 - manufacture date ¿ 10 sep 2024. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it is still implanted on the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d6; g1; g3; g6; h1; h2; h4; h10. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the reported event in not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.